Event description:
Caller reported damage to the pump housing, specifically at the usb port and pins, which affected the ability to charge the pump. The issue did not impact the customer's blood glucose level, as levels did not exceed 500 mg/dl. Technical support decided to replace the pump, confirming warranty status and shipping details. The customer was instructed to put the pump into storage mode and return it using a pre-paid label.